Event description:
It was reported that during a procedure of the moderately tortuous, concentric, heavily calcified, 90% stenosed, de novo mid right coronary artery, the 3.5 x 15 mm tenku rx balloon dilatation catheter (bdc) met resistance with the lesion calcification, but was inflated once at 10 atmosphere (atm) when the balloon ruptured. A second non-abbott 3.5 x 15 mm bdc was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.